Event description:
It was reported that the patient experienced unsustained low flow events. It was later communicated that a computed tomography (CT) scan found evidence of inflow cannula thrombosis on (B)(6) 2022. A follow up CT scan on 21oct2022 found no evidence of thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files captured a transient low flow fault flag on 17oct2022 that did not persist long enough to result in any audible low flow alarms. Pulsatility index (pi) was elevated during the low flow event, indicating more ventricular filling. Also of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate 3 lvas. This section also explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists hypovolemia as a potential late post-implant complication. Under ¿anticoagulation¿, this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's low flows were related to volume depletion.